Manufacturer narrative:
The revision reported may be the result of the glenoid loosening as reported. A contributing factor to the reported glenoid loosening could be the off-label use of a competitor¿s humeral components. However, the loosening cannot be confirmed and any potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. B3: unknown. H6: corrected health effect and investigation clinical codes.

Event description:
It was reported that this patient's left shoulder was revised. Surgeon revised shoulder due to a loose left posterior augment glenoid baseplate. He removed the baseplate, screws and glenosphere. He replaced with a competitors components. Stem was well fixed so the surgeon left it in place and increased the liner thickness.

Manufacturer narrative:
D10: (B)(6) 320-08-42 - glenosphere exp 42mm +4mm offset (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.